Event description:
It was reported that the lead safety switch (lss) of the pacemaker was triggered due to right ventricular (rv) pace impedance of 2086 ohms. The lss was also previously triggered in (B)(6) 2020 due to high impedance. There was low-level noise on the rv channel that was not being sensed and isometrics (shoulder movement) produced noise on both the atrial and ventricular channels. The noise on the leads was an ongoing issue. Boston scientific technical services recommended programming the rv lead to unipolar pacing and bipolar sensing. Both the atrial and rv leads remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).